Event description:
The customer reported light emitting diode (led) failed. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 11oct2019; b4: 14oct2019. The service technician confirmed the alarm led error code. It was also confirmed in the diagnostic report log. The power switch overlay was replaced then the issue was fixed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported light emitting diode (led) failed. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.